Event description:
A driver rx coronary stent of unk size was implanted to treat a lesion in a pt. A physician who was observing the procedure reported that the stent may have fractured after deployment. The implanting physician later commented that he did not believe that the stent had fractured. The implanting physician confirmed that there was no adverse event after implantation of the stent. There was no pt injury and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4): results: (root cause of reported possible fracture unk).